Manufacturer narrative:
Submit date: 4/20/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the syringes had poor/missing print on the graduation marks.

Manufacturer narrative:
Submission date: 08/17/2018. A review of the device history report (DHR) for lot no. 701714 was performed. A review of the entire DHR identified no inspection or manufacturing anomalies. During the manufacturing of the syringe assemblies, syringes are visually inspected and physically tested. Control mechanisms are in place to prevent the occurrence and acceptance of damaged syringes during the syringe molding, assembly and packaging processes. These mechanisms include, but are not limited to: material verification/certification processes, periodic audits, dimensional specifications, machine maintenance requirements, and personnel training and certification. There were also no non-conformance (ncrs) issued on the printed barrel components (part number 3160705) used in the production of this lot. Inspectors routinely examine the product to ensure it meets acceptable quality level (aql) sampling criteria. Inspections focus on damaged product or components, holes, splits, or cracks in barrel which permit leakage, leakage in fluid pathway, and luer tip not to specification. Samples are also inspected for poor and missing barrel print. No product/sample was provided for evaluation. Therefore, a comprehensive investigation was unable to be conducted. However, four (4 ) photographs were received. Each image showed a syringe with the plunger in the fully depressed position. The syringe in one (1) image showed evidence of fading at the second graduation mark from the 3ml line. The syringe in the second image showed graduation marks near the 3ml line that were cut short. The third image showed a syringe with fading of the 2 ½ numeric characters. The fourth image was similar to the second image. Maintenance records (both corrective and preventive), including calibration records, were reviewed. All scheduled maintenance and calibration activities were completed. However, an activity occurred that was potentially related to the condition. A search of the maintenance database showed that the printer drum was replaced and print pads were adjusted. A 6m root cause analysis identified factors related to the equipment as a probable cause of this issue. The printer drum was most likely replaced due to general wear and the print pads were adjusted after the drum was replaced. A worn printer drum has the potential to affect the print quality of the graduation lines and numerical characters on the printed barrels. An observation of the machine in its current condition did not reveal any issues related to the reported condition. The reported customer complaint is confirmed. Based on available information, a definitive root cause could not be determined. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.